Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates that the sample separated at the upper pumping segment fitting to the silicone tubing of the pumping segment. Further examination of the tubing indicates that the blue securement collar was previously installed on the assembly, however, is no longer on the sample and it cannot be determined how the securement collar was separated from the assembly. The reported customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, along with input from the manufacturing and quality operations team, it was not possible to identify a potential root cause for a separation in the silicone tubing/upper fitment engagement. The customer words state ¿it was reported by customer that tubing disconnecting.¿, but the photo evidence shows that the ring retainer was assembled correctly in the silicone tubing leading us to not be able to confirm that the condition reported is related to the manufacturing process. No actions were taken regarding this complaint since it was not possible to define a root cause due condition reported was not found to be manufacturing related, however, improvements to the silicone segment assembly process were implemented to improve the robustness of the infusion set assembly. A device history record review for model 2420-0007 lot number 25065437 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: tubing disconnecting. Additional information received from the customer: can you please provide an exact date of event in format mm-dd-yyyy? On 08/25/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Was there any leak? Yes. When the tubing pulled apart, the fluid spilled to the floor.